Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. A replacement wall adapter was sent to the customer. It was confirmed that the pump was able to be charged the replacement supplies. In addition, the customer stated the battery had been jumping while connected to a power source. There was no impact to the customer's blood glucose level. Customer stated they would continue using the pump for insulin therapy.